Event description:
The customer reported that imprecise total thyroxine (tt4), free thyroxine (ft4) and free triodothyronine (ft3) results were generated on a unicel dxl800 access immunoassay system for multiple patients over four laboratory operational shifts. This is report four of four and represents imprecise ft3 results generated on a unicel dxl800 access immunoassay system on (B)(6) 2011 for two patient samples on a second shift. Data provided by the customer indicated that no erroneous ft4 results were generated. Data provided by the customer indicated that one sample was repeated on the same day as the initial result, while the second sample was repeat tested eleven days later. Upon repeat ft3 testing on the same instrument, the repeat results were different from the initial results. Collectively the difference in initial and repeat ft3 results exceeded the precision claims of the assay. The imprecise results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. All levels of instrument ft3 quality control results recovered within one standard deviation of mean. The level one qc percent coefficient of variation result exceed assay's precision claims. Level two and three qc percent coefficient of variation results met precision claims. System checks executed prior to the event met customer established specifications. The samples were serum samples. It is unknown whether the sample was re-centrifuged and aliquoted prior to retest. It is unknown how the sample was stored between initial and repeat testing. No patient information was provided by the customer.

Manufacturer narrative:
Service was not requested by the customer. Service was not dispatched to the site for this event. Investigation of this incident is ongoing. A definitive root cause has not been determined to date. Mdrs associated with this event: 2122870-2011-02905; 2122870-2011-02906; 2122870-2011-02908; 2122870-2011-02909.